Event description:
Draeger medical systems, inc. Has received info from a customer that our multiview workstation display experienced a loss of waveform and parameter display for a telemetry pt. The multiview workstation was operating without any problems prior to the loss of telemetry monitoring for this pt. After restoring the receiver setup data through the multiview workstation, telemetry monitoring was restored although gaps existed in the full disclosure database record for the time that the telemetry monitoring was down. The customer is concerned that the loss of telemetry monitoring under these conditions did not generate any audible or visual alarms and the loss of telemetry monitoring went unnoticed for a period of time and is concerned that this represents a potential pt safety issue. A draeger technical service rep was dispatched to the customer's site and was unable to reproduce the reported problem. No pt injury was reported.

Manufacturer narrative:
The electronic logs and screen shots from the device were received for analysis. This analysis is currently in process. Results will be included in a follow up report.